Event description:
It was reported that the video system center had stripes in the image due to damaged scope socket. The issue occurred during preparation for the diagnostic laparoscopic surgery. There was no delay and the patient was not under general anesthesia. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was confirmed that there were stripes in the image and the subject were not visible due to deformation of the contact pins of the scope connector socket. Moreover, there were stripes in the image and the subject that were not visible because communication with the scope failed due to deformation of the contact pins of the scope connector socket. Hence, the root cause could not be identified, and the device did not meet the specifications, thereby confirming the occurrence of the event. Olympus will continue to monitor field performance for this device.